Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to applying physical stress to the bending section during handling of the device by the user. The event can be detected/prevented by handling device in accordance with the following instructions for use: IFU gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms fu gif/cf/pcf-190 series operation manual chapter 4 operation 4.2 insertion_ angulation of the distal end: avoid forcible or excessive angulation as this imposes stress on the wire controlling the bending section. This may cause stretching or tearing of the wire, which could impair the movement of the bending section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope exhibited loosened wiring inside the scope. There were no reports of patient harm or impact associated with this event.